Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4)¿ incomplete. The expiration date is not currently available.

Event description:
It was reported that during the surgery on (B)(6) 2018, the surgeon felt difficulty inserting the anchor via pilot bone hole because the angle of bone hole and the anchor was not fitted. Then, it was reported that the inserter tip was broken when the surgeon inserted the anchor to the patient¿s body during the surgery on (B)(6) 2018. The surgery was completed by using alternative anchor (p/n and lot number were unknown). It was brand new and the first use when the issue occurred. There was less than 30 min. Surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. During subsequent follow-up with the affiliate in japan additional information was obtained. The reporter clarified that it is unknown how the broken fragments of the device were retrieved from the patient. It is unknown if any portion of the device remained in the patient. It was reported that there was no surgical intervention planned. It was reported that there was no impact to the patient. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed . However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).